Event description:
It was reported the pt had an appointment at the physician's office to be reprogrammed. During the reprogramming session, the pt stated they attempted to commit suicide, due to frustrations with their stimulation. The pt stated, he was in the ICU and then the psychiatric ward before being released from the hosp. It was reported the pt was receiving good stimulation after the reprogramming session.

Manufacturer narrative:
Evaluation - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.